Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's operative eye due to a ruptured capsule. No other information was provided.

Manufacturer narrative:
Age, weight, ethnicity: information unknown/not provided. Date of event: exact date unknown/not provided. Best estimate date is between 8/24/2021- 2/11/2022. If explanted; give date: unknown/not provided. The device was not returned for analysis, therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional info: further information was provided and confirmed the lens was implanted on (B)(6) 2021 and removed during the same procedure due to the patient's anatomy. The patients bag was not stable, therefore, the lens was removed. Patient was left aphakic for a few days, then on (B)(6) 2021, the patient was implanted with a non j&j lens. There was no additional surgical intervention required when removing the lens. The patient outcome was reported as vision is good. No other information is available. The following sections have been updated accordingly: section a2: age/date of birth: 62 years old section a5: race: african american section b3: date of event: aug 24, 2021 section h6: health effect - impact code. The code provided in the initial report for 4629 explant is no longer applicable and has been replaced with 4631 removal/replacement. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.